Event description:
A customer contacted beckman coulter inc. (Bci) in regards to overflowing instrument bath on coulter act diff 2 hematology analyzer. The operator was wearing personal protective equipment at the time of the incident. There was no exposure to mucous membranes or open lesions. No medical attention was sought. There was no report of impact to patient results, and no death or serious injury associated with this event.

Manufacturer narrative:
The product msds was reviewed. The customer has a risk management procedure in place at the facility. The customer stated that the waste line may have been kinked. A bci call center personnel instructed the customer to drain baths and verify that the instrument was not leaking. A root cause for this event has not been determined.